Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a treated episode with a shock impedance measurement of 1 ohm. Two codes were also recorded: a long charge (lc) error code and a charge time-out (CT) error code. X-ray imaging showed the electrode shocking coil is surrounding the device, consistent with twiddler's syndrome. System replacement was recommended by technical services (ts). At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a treated episode with a shock impedance measurement of 1 ohm. Two codes were also recorded: a long charge (lc) error code and a charge time-out (CT) error code. X-ray imaging showed the electrode shocking coil is surrounding the device, consistent with twiddler's syndrome. System replacement was recommended by technical services (ts). At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.